Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Concomitant medical products: 13-104148, m/h 3hole rlc shl nrs 48mm/l22, 473600, 163669, 32mm mod head cocr std neck, 251290, 103532, ti low profile screw 6.5x25mm, 219050. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00395, 0001825034 - 2018 - 00397.

Event description:
It was reported that the patient underwent an initial surgery. Subsequently, the patient was revised due to unknown reasons. No complications or delays were reported. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that a patient was revised due to liner fracture. No complications or delays to report. Attempts have been made and no further information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. Additional information received does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned and inspection of the returned acetabular poly liner shows fracture and evidence for abrasions on the articular surface near the edge/lip of the bearing. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.